Event description:
The customer reported the seals at the distal end of the evis exera iii gastrointestinal videoscope were porous. The issue occurred during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water channel and cylinder had foreign material. The foreign material was a white residue. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the seals at the distal end were brittle. Also, evaluation found the air/water and suction cylinders were discolored, the insulation resistance value at the distal end did not meet the standard value due to damage on the bending section cover, the play of the right/left knob was out of the standard due to wear of the angle wire, the image guide protector was cut, the objective and light guide lenses were cracked, the bending section cover adhesive was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The user reported that the foreign material may have been dahlhaus glubran2. Olympus will continue to monitor field performance for this device.